Manufacturer narrative:
The device was received in two separate pieces. Device evaluation observed the balloon protector already separated from the device. Visual examination of the shaft identified a complete break in the shaft polymer extrusion at 1173mm distal to the strain relief at the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. All blades were present and fully bonded to the balloon material. No issues were noted with the balloon or blades. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "handling damage" due to the failure was caused by handling of the device without patient contact during preparation. (B)(4).

Event description:
It was reported that tip detached occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation, when the device was taken out from the package, the tip was found to be detached. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detached occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation, when the device was taken out from the package, the tip was found to be detached. The procedure was completed with another of the same device. No patient complications reported.